Event description:
The pump was explanted and replaced with a similar device after an implant duration of 66 months, due to increased pain. At refill 11/7/2005, the hcp noted a volume discrepancy. The expected residual volume was 2.9 cc; actual was 18-19 ccs. The pump had been filled with dilaudid and bupivicaine, but at the time of this visit, the pump was not refilled with drug, as the hcp suspected that it was not working as expected. It is unknown if any troubleshooting of the device was performed. The patient was supplemented with oral oxycontin.